Event description:
It was reported that when the physician attempted to "fire" [deploy] the mini vision stent, it would not open [stent delivery system balloon failed to inflate]. The stent was not deployed. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to return. The lot number was provided. A follow up will be submitted with all relevant information.attachment: user facility medwatch report number: 2201630000-2012-8005.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.